Event description:
It was reported that the programmer screen is broken. The programmer was returned for repair. It was analyzed and was found to have internal corrosion. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display overlay was cracked. It was also noted that there was excessive internal corrosion throughout the device. (B)(4).